Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor heart valve was selected for implantation. During implantation, the patient experienced an atrioventricular heart block. The patient did not improve after the procedure and returned to the hospital room with a temporary pacemaker. A permanent pacemaker implant is undecided. Patient is reported to be stable. It is believed that the complete heart block was caused by the placement of the device. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: on an unknown date a permanent pacemaker was implanted. Patient status is unknown.

Manufacturer narrative:
An event of atrioventricular heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum and the patient had valve implanted at a final depth of 3mm non-coronary cusp and 4mm left coronary cusp. It was also indicated that the patient does have a past medical history of complete right bundle branch block (crbbb). The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6: health code 2199 was removed.